Manufacturer narrative:
(B)(4) - should additional information become available, a supplemental record will be filed.

Event description:
End user stated he was using a tracer ex2 wheelchair and when he went to get up out of the wheelchair, a bolt on the inside of the left side of the wheelchair, that was uncapped and very sharp, sliced into his left leg at a point, a few inches above ankle. He states the wound was quite deep, flapped, and required medical and nursing treatment for a period of nearly two months. A scar was left on his leg. Follow up with consumer affairs: end user said his leg is healed but it took a while because he is diabetic and it was slow to heal. He said the cut was not real big but a nuisance because of the slow healing. He said there was not a lot of pain just 2 1/2 months of healing. Cut was on outside of left calf. As he got up out of the chair, his leg hit the bolt head and cut his leg and bled really bad. He advised it is the bolt by the legrest.

Manufacturer narrative:
Product was returned for evaluation. The return fields in oracle state: standard wheelchairs. Other, hold for detailed evaluation. Product received expanded evaluation. The expanded evaluation report states: utilizing existing complaint information, actual observations, and functional testing of the returned product in its "as received" condition, the complaint was confirmed with respect to the alleged issue of the caster headtube bolt/locknut being uncapped. However, it was not able to be determined whether or not the caps had ever been installed in the first place. Furthermore, the inspection of the left caster headtube bolt did not suggest that it was abnormally sharp in such a way that it would put the end user at risk for a laceration. The additional issues with the device that were uncovered, a bent left seat rail and dented left clothing guard, also were not indicative of a laceration risk. Complaint was confirmed. The underlying cause could not be determined after reviewing the documentation in this investigation.

Event description:
Product was returned for evaluation. The return fields in oracle state: standard wheelchairs. Other, hold for detailed evaluation. Product received expanded evaluation. The expanded evaluation report states: utilizing existing complaint information, actual observations, and functional testing of the returned product in its "as received" condition, the complaint was confirmed with respect to the alleged issue of the caster headtube bolt/locknut being uncapped. However, it was not able to be determined whether or not the caps had ever been installed in the first place. Furthermore, the inspection of the left caster headtube bolt did not suggest that it was abnormally sharp in such a way that it would put the end user at risk for a laceration. The additional issues with the device that were uncovered, a bent left seat rail and dented left clothing guard, also were not indicative of a laceration risk. End user stated he was using a tracer ex2 wheelchair and when he went to get up out of the wheelchair, a bolt on the inside of the left side of the wheelchair, that was uncapped and very sharp, sliced into his left leg at a point a few inches above ankle. He states the wound was quite deep, flapped, and required medical and nursing treatment for a period of nearly two months. A scar was left on his leg. Follow up with consumer affairs: end user said his leg is healed but it took a while because he is diabetic and it was slow to heal. He said the cut was not real big but a nuisance because of the slow healing. He said there was not a lot of pain just 2 1/2 months of healing. Cut was on outside of left calf. As he got up out of the chair, his leg hit the bolt head and cut his leg and bled really bad. He advised it is the bolt by the legrest.